Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient therapy controller (ptc) displayed an error message. Troubleshooting was performed but the issue persisted. There were no additional issues reported. The patient received a new ptc and the suspect ptc will be returned for evaluation.

Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).

Manufacturer narrative:
Device evaluation: the device was subjected to visual external and internal inspection, as well as electrical testing. The evaluation determined that the issue was due to an electrical problem. Based on the results of the investigation, the reported event was confirmed. (B)(4).

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).